Event description:
On (B)(6) 2015, a reporter contacted animas alleging that the pump had an intermittent power issue. The reporter stated that there was evidence of corrosion in the battery compartment. This complaint is being reported because the reported issue was not resolved through troubleshooting. There was no allegation of an adverse event associated with this complaint.

Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission (B)(4) 2015, device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: there were pump reboot events observed in the black box. The threads on the battery cap were stripped. The pump was exercised for 24 hours using a test cap with no further power issues occurring. There was a battery compartment crack from the top to the cover. A battery compartment leak was found during a leak test. No moisture was found inside the pump.